Event description:
Patient called from home reporting damage to white silica but denied any alarms. When brought to clinic the following day, pump stops noted. Abbott rep notified, xrays taken and plan for clam shell repair three days later. In the morning, rn noted several red heart alarms with pump stops and driveline became unstable and then went in to back up mode and we could no longer gather any data from controller and it went into low speed. Patient had to be put on inotropes and emergency driveline repair was completed and report showed several damaged wires in the driveline. This should be reported to FDA, there was almost a complete device failure that could have resulted in death. Company said they have never seen this type of controller go in backup mode. Manufacturer response for lvad, heartmate ii lvad (per site reporter): see previous entry.